Event description:
It was reported that the right ventricular lead exhibited noise since (B)(6) 2017. The patient was asymptomatic. The noise was reproducible by lifting, which resulted in multiple noise reversions. Programming changes did not resolve the oversensing. The physician did not identify lead damage during procedure; fractures were not confirmed. The lead was capped and replaced on (B)(6) 2018. The patient was stable post procedure.